Event description:
Literature: chhabra v, sung e, mewes k, bakay ra, abosch a, gross re. Safety of magnetic resonance imaging of deep brain stimulator systems: a serial imaging and clinical retrospective study. J neurosurg. 2010;112(3):497-502. Summary: this study aimed to examine the safety of mr imaging in 64 pts who underwent staged bilateral implantations of dbs electrodes at emory university hospital between (B)(6) 1997 and (B)(6) 2006 for parkinson disease, tremor and dystonia. Each pt underwent three separate mr imaging sessions subsequent to dbs placement. The first was performed within 24 hrs after the first dbs placement, the second occurred prior to the contralateral second dbs placement which was an average of 19.4 months later, and the third was within 24 hrs after the second dbs placement. F/u was conducted to examine adverse events related either to mr imaging or to dbs-induced injury. Reportable events: one pt experienced encephalomalacia surrounding the first dbs lead secondary to gliosis that was noted on long-term mr imaging sequences. This pattern was consistent with insertional injury. The pt had an ablative procedure performed by intentionally subjecting a dbs lead to radiofrequency currents prior to its removal. Seven pts experienced edema. The edema appeared on the mr images taken immediately after lead placement, either on the first set of mr images or the images obtained immediately after the second lead insertion, but never on the second set of images that was performed months after the first insertion. The edema surrounded the acutely implanted lead and never was seen surrounding the chronically implanted lead. It was concluded that the edema resulted solely from micro-electrode and/or dbs-induced injury. Six pts experienced focal intraparenchymal hemorrhage. This was seen either on the first or third mr imaging sessions, but never on the second. Four pts experienced intra-ventricular hemorrhage. This was seen either on the first or third mr imaging sessions, but never on the second. One pt experienced infarct that was noted 2 days after the second dbs placement and confirmed on the repeated mr imaging studies obtained 2 weeks thereafter. One pt experienced sulcal subarachnoid blood. Seven pts experienced encephalomalacia surrounding the first dbs lead secondary to gliosis that was noted on long-term mr imaging sequences. This pattern was consistent with insertional injury. Most of these cases of encephalomalacia occurred after documented intraparenchymal hemorrhage or edema on immediate mr imaging following the first or second lead placement. No events were attributed to effects of mr imaging.

Manufacturer narrative:
It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the pts. At this time no add'l info was available, add'l info regarding the pt, event, interventions and outcome has been requested. (B)(4).